Manufacturer narrative:
"Material #: 368607. Lot/batch #: 2245400. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield over the used needled and the shield detached. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports that safety shield fell off the device for cat 368607 lot 2245400. Steps taken with customer/troubleshooting: customer states a phlebotomist was using her thumb to close the safety shield over the used needled and the shield detached. Customer referred to the same issue previously reported under case (B)(4).".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the safety shield over the used needled and the shield detached. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports that safety shield fell off the device for cat 368607 lot 2245400 steps taken with customer/troubleshooting: customer states a phlebotomist was using her thumb to close the safety shield over the used needled and the shield detached. Customer referred to the same issue previously reported under case (B)(4)."